Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00820, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a hemostatic clipping in the gi tract, performed on (B)(6) 2010. According to the complainant, during the procedure, in both instances, the physician positioned the clip and was unable to advance the clip out of the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00820, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a hemostatic clipping in the gi tract, performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the physician positioned the clip and was unable to advance the clip out of the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire near the handle. It was also noticed that the blue gripper had been moved distally wedging the prongs against the inside of the over sheath. The blue gripper was pulled back toward the thumb ring, releasing the pressure. The over sheath was pulled back using the sheath grip, exposing the clip assembly. It was then noticed that the prongs were bent and the clip assembly would only open to approximately 7 mm. Functionally, the device was then actuated and the clip assembly deployed as designed. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted.